Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported that the problem is the gas delivery engine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported fraction of inspired oxygen reading are erratic and sometimes not reading at all on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.